Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 482 mg/dl. Customer stated that had lunch blood glucose 147 mg/dl eats the same thing every day 9 pm threw up and checked blood glucose 482 mg/dl could not get it down with the pump and had to give manual injections, blood glucose started going down after manual injections. Customer stated that this is the 5th time she has had unexplained high blood glucose the first time the meter would not read was blood glucose above 600 mg/dl with nausea, vomiting and blood glucose at 4 am was 303 mg/dl. Customer was unsure what the pump was giving her woke up low unsure if it was the manual injection the night before with the bolus this morning last blood glucose was 52 mg/dl before call treated with coffee and creamer blood glucose was 108 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with pump and manual injection. Customer does not alleged pump was under delivering. Customer stated the drive support cap appeared normal. Customer stated that her buttons sometimes don't work about a month and a half or two like the b and act buttons. She took a blood glucose 340 mg/dl at 11 pm and 4 am blood glucose was 303 mg/dl but does not see a bolus listed boluses listed were blood glucose 252 mg/dl, 380 mg/dl, 332 mg/dl, 322 mg/dl, 221 mg/dl and 482 mg/dl. High performance test was failed and after repeated high performance test got the no delivery alarm. The insulin pump will not be returned for analysis.